Manufacturer narrative:
The ge service rep conducted an onsite investigation. The left monitor was replaced and the display settings were adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor would not produce an image. No pt injury was reported.